Event description:
It was reported that oversensing or noise was noted on the rv lead which triggered a lead integrity alert (lia). It is suspected that the lia was due to the beginning of a lead fracture. The rv lead was replaced and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 419488 lead, implanted: (B)(6) 2012; 4076 lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals sensing integrity counter (sic). Analysis of the device memory indicated the right ventricular lead integrity alert. Analyst commented, beginning (B)(6) 2014, sensing integrity counts up to 148; non-sustained ventricular tachycardia (vt) episodes with evidence of lead noise oversensing. Right ventricular (rv) lead integrity warning occurred (B)(6) 2014 for sensing integrity counter greater than 30 in 3 days and high rate non sustained episodes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.